Manufacturer narrative:
The reported event of nuisance pressure alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that they were unable to use an alaris syringe pump module to infuse dopamine at a very low rate due to nuisance pressure alarms. The dopamine was in a monojet 12cc syringe that was to be infused via a double lumen umbilical venous catheter at an unknown rate. In further review, it was found that there is a bi-fuse clave on the line. The customer provided the system configuration settings for the pump as follow: all mode: disabled, auto pressure: enabled, back off: enabled, fast start: enabled, kvo: disabled, max rate: 200ml/hour, near end: disabled, pressure limit -disc: 1000mmhg, pressure limit-no disc: high, priming: disabled. They do not use pressure sensing disc extension for critical drips, but use a microbore straight extension set. Although the customer states that they have not been experiencing this issue before, they are seeing an increase with micro babies that are less than 800gm. This patient was in this range without any underlying vascular flow disorders or heart conditions. There was no report of patient harm.

Manufacturer narrative:
The reported event of nuisance pressure alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that they were unable to use an alaris syringe pump module to infuse dopamine at a very low rate due to nuisance pressure alarms. The dopamine was in a monojet 12cc syringe that was to be infused via a double lumen umbilical venous catheter at an unknown rate. In further review, it was found that there is a bi-fuse clave on the line. The customer provided the system configuration settings for the pump as follow: all mode: disabled, auto pressure: enabled, back off: enabled, fast start: enabled, kvo: disabled, max rate: 200ml/hour, near end: disabled, pressure limit -disc: 1000mmhg, pressure limit-no disc: high, priming: disabled. They do not use pressure sensing disc extension for critical drips, but use a microbore straight extension set. Although the customer states that they have not been experiencing this issue before, they are seeing an increase with micro babies that are less than 800gm. This patient was in this range without any underlying vascular flow disorders or heart conditions. There was no report of patient harm.